Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a failure of the c-mac pocket monitor during intubation. No further information available. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2025-01631. 9610617-2025-01632.

Manufacturer narrative:
Following the completion of the investigation and the receipt of additional information, it was determined that the previously reported leading device, 8403xdk - c-mac pocket monitor, is not the primary device involved in this event. Instead, it should be classified as a concomitant medical device and has been updated accordingly in section d10. 8404ax - c-mac video laryngoscope mac #3 sn: (B)(6): blade damaged. Adhesive points on camera head worn. Housing visually worn. Cover visually worn. Leak between plug and cover. Software version is up to date. 8404bx - c-mac video laryngoscope mac #4 sn (B)(6): blade damaged. Housing visually worn. Cover damaged. Leak between plug and cover. Software version is up to date. 8404bx - c-mac video laryngoscope mac #4 sn (B)(6): blade damaged. Worn adhesive points on the camera head. Housing visually worn. Cover visually worn. Leak between plug and cover. Software version is up to date. 8403xdk - c-mac pocket monitor set sn (B)(6): there was no failure detected the software version is up to date. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: there was no failure detected the software version is up to date. As it was established during the investigation that the fault complained about by the customer was due to the blades sent in with the monitor, a more in-depth investigation of the monitor is not necessary and would not lead to any new findings. The error described by the customer " failure of the c-max pocket monitor during intubation " could not be confirmed. The device passed the quality inspection at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage causing the c-mac blade to leak between the connector and the cover. The leakage causes liquid to enter the blade, which affects the electronics and thus the image. Over time, the moisture evaporates again and the spatula returns to normal image, meaning that this effect could not be detected during the investigation. This event is filed under internal complaint ID (B)(4).